Event description:
It was reported that, one day post-implant of this implantable cardioverter defibrillator, this patient expired. The field representative reported that the cause of death was due to the patient's heart condition. They also noted that, during system implant, the patient went into ventricular tachycardia (vt) during placement of the right ventricular lead and an external shock was delivered. Upon pocket closure and creation of an incision to remove the patient's subcutaneous implantable cardioverter defibrillator (s-ICD), the patient complained of pain on the left side of his chest. The s-ICD incision was closed and external shocks were delivered due to vt. This accelerated to ventricular fibrillation and, eventually, pulseless electrical activity. Cardiopulmonary resuscitation was performed for approximately one hour before a pulse, that appeared to be a junctional rhythm, was obtained. The patient was admitted to the intensive care unit and died the following day.